Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Investigation: samples received: (B)(4) unopened samples. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. We have received (B)(4) closed units. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep):3.19 kgf in average and 1.67 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). A reviewed of the batch manufacturing record for this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements.

Event description:
It was reported that the suture detached from the needle during use. No other information has been provided.